Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the up and down arrow keypad buttons were under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 12-jun-2019 with the following findings: on examination, the keypad cover was removed to reveal contamination under the button contacts. Further investigation of the complaint was not able to be completed because the pump was received in a condition that prevented investigation of the keypad buttons' functionality. Unrelated to the original complaint, the display screen was found to be blank due to a failed display flex and the battery compartment was noted to be cracked.